Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm was difficult to operate. The following information was provided by the initial reporter: consumer reported when she takes her injection she has to push really hard to get the medication to flow through the pen needle. Stated, she has cracked the insulin pen at the top as a result of pushing really hard on button that dispenses insulin. Stated, sometimes just the patient end will bend when taking injection. Stated, she does prime before taking injection and that works. Stated, she is wasting a lot of pen needles.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm was difficult to operate. The following information was provided by the initial reporter: consumer reported when she takes her injection she has to push really hard to get the medication to flow through the pen needle stated, she has cracked the insulin pen at the top as a result of pushing really hard on button that dispenses insulin. Stated, sometimes just the patient end will bend when taking injection. Stated, she does prime before taking injection and that works. Stated, she is wasting a lot of pen needles.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.